Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed and was determined to be use related. One j-tip guidewire inserted in an 18 ga introducer needle and plastic guidewire hoop were returned for evaluation. An initial visual observation showed the guidewire was stuck in the introducer needle with the tip of the guidewire protruding slightly out of the needle tip. The needle cannula was observed to be slightly bent. It was observed during tactile evaluation that the core wire appeared to be broken. A microscopic observation revealed blood residue on the guidewire. The weld tip of the guidewire was observed to be intact. The guidewire was stuck in the introducer needle; however the guidewire was able to be forcibly pushed out of the needle. Once the guidewire was removed, it could be seen that the needle bevel was damaged and that the guidewire was bent in multiple locations along its length, particularly near the distal and proximal ends. Also a large amount of blood and tissue residue was observed on the guidewire where it appeared to be stuck in the introducer needle. The damage observed on the needle bevel and the amount of tissue residue found within the introducer needle indicate that the most-likely cause of failure was excessive tensile force and retraction of the guidewire against the needle bevel. As a note, the product IFU states: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of reaq1492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that the patient accepted puncture operation through femoral vein. It was intended to remove the guidewire from the puncture needle following successful puncture. When trying to draw out the guidewire, it got stuck and could not be withdrawn smoothly. After successful withdrawal, the guidewire was bent.